Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Patient was revised for loosening at the cement/implant interface. Manufacturer of the cement is unknown. Doi early 1990 dor (B)(6) 2013. The device associated with this report was not returned. A complaint database search finds no additional reported incidents against the provided product and lot combination. The investigation could not draw any conclusions regarding the reported event with the information available, however, it has been reported that the depuy femoral product was implanted with competitor manufactured acetabular product. This use of the depuy device is not recommended. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised for loosening at the cement/implant interface. Manufacturer of the cement is unknown.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.